Event description:
This complaint is from a clinical study. The angioguard xp delivery and the stent placement (precise) were successful. Post-dilatation (5.5mm/14atm, brand unk) were performed with balloon catheter. No pre-dilatation was performed. During the procedure, the patient developed hypotension. Etilefrine hydrochloride and dopamine hydrochloride were administered and he recovered 2 days later. According the physician, this was likely occurred due to carotid sinus reflex by post-dilatation. There was no neurological symptom on the patient. Cas: the target lesion was left internal carotid artery. The patient was male. There was moderate calcification and no vessel tortuosity, the rate of stenosis was 65%. The patient has no known allergies to nitinol, nickel or titanium. The patient has visual blackout neurological symptoms prior to the procedure. There were no noted air bubbles during the procedure. It is unknown if thrombus was noted pre and post procedure. The patient developed hypotension after post-dilatation. The angioguard was in place when the adverse event occurred. The patient's blood pressure pre-procedure was 137/74mmhg and post 74/46mmhg post procedure. The patient's symptoms fully resolved two days later in 2009. There were no residuals.

Manufacturer narrative:
This device is not available. This is one of two products involved with the reported event, which is associated with manufacturing report number 1016427-2009-00215. Information was received via a foreign clinical study that during a left internal carotid artery (ica) stenting using an angioguard xp embolic protection device and a precise stent after post dilation with a 5.5mm unknown balloon at 14 atm, the patient developed hypotension without urological symptoms. Etilefrine hydrochloride and dopamine hydrochloride were administered and he recovered 2 days later. According the physician, this was likely occurred due to carotid sinus reflex by post-dilatation. The patient has no known allergies to nitinol, nickel or titanium. Prior to the procedure the patient's neurological symptoms included visual blackout. There was no thrombus present pre or post stent deployment and no air bubbles at anytime during the procedure. The precise stent remains implanted and the delivery system is not available for analysis. A review of the manufacturing documentation associated with lot 13413232 for the precise stent revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. The angioguard is not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 03400129, which corresponds to cordis angioguard lot 70708506. The history records indicate this product was final inspection rested at lake region medical and was determined to be acceptable. Hypotension is a well known potential adverse events associated with the carotid stent implantation procedure. This symptom can be attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during stent implantation. These reactions are anticipated short-term adverse events associated with the compression of the pressure sensitive receptors, located within the carotid artery structure, during balloon inflation, stent implantation and filter device manipulation. There is no evidence to suggest there were any device or manufacturing issues that contributed to the reported event; and as indicated by the physician, it is likely related coronary sinus reflex or vagal response.